Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously low white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb), and platelet (plt) results generated by the coulter act diff 2 analyzer for one patient. The results were printed without any instrument generated flags. Erroneous results were reported out of the lab and the patient was admitted to the hospital and remained for reasons not related to the erroneous results. The hospital staff redrew the patient and recovered higher results for all four analytes. The customer reran the original specimen 21 hours later and recovered higher results. Patient treatment was delayed until hgb results could be verified. No death or serious injury is associated with this event.

Manufacturer narrative:
The patient specimen was collected in a ram scientific microtainer tube by fingerstick and sampled fresh. Qc was run before the event and recovered within assays range. A field service engineer (fse) was dispatched: the fse replaced the hgb lamp and the hgb pre-amp. The fse verified the instrument operation and performed reproducibility testing. A clear root cause for this event has not been determined to date.